Event description:
A pump alarm 20 was reported during use, but the customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service assisted the caller in correctly loading a new cartridge, allowing the customer to successfully resume insulin therapy.